Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the laa of the patient. The effusion was noted after the device was released. A pericardiocentesis was performed and 300cc of fluid was drained in the pericardial space. The patient remained stable and was discharged home.